Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and passed. Functional testing was performed and there was no failure detected. Previously, data was provided for evaluation. The reported event of loss of connection was confirmed via data. A root cause could not be determined. The sensor was inserted into the arm. The labelling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.